Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
The customer reported a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. However during troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the caregiver (cg) cycle the power and the hc alarmed with a system error 2367. The tsr then had the cg cycle the power, in order to end therapy, and had the cg disconnect the home patient (hp). The tsr advised the cg to contact their registered nurse (rn). There was patient involvement, however no adverse event was indicated at the time of the initial report.